Event description:
It was reported via phone call, that the customer had blood glucose levels over 400mg/dl. Customer states that the high blood glucose levels are due to prednisone injections.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.